Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report a keypad anomaly. The customer's blood glucose reading was unknown. The caller did not have the device during the call and was advised to call back when she had the device to troubleshoot. No further details were provided.